Event description:
Journal reference: borowski a, shah sa, littleton ag, dabney kw, miller f. Baclofen pump implantation and spinal fusion in children: techniques and complications. Spine 2008;33(18):1995-2000. This is a retrospective clinical and radiographic review of complications related to intrathecal baclofen therapy (itb) and posterior spine fusion (psf) in pts with cerebral palsy. We will report the technical considerations and complications associated with itb in pts undergoing psf. There were 4 groups: a, 26 pts with psf before itb; b, 11 pts who underwent psf and itb concurrently; c, 25 pts with psf after itb; and d, the control group 103 pts with itb only. The rate of itb therapy complications is not increased despite psf in any order of the procedures. There are technical details in each situation that require attn. Reportable event: group c had a pt with an infection at the spine, that was treated with multiple debridements and vac dressing. See mfg report # 2182207200806054.

Manufacturer narrative:
Results = catheter.